Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device data by technical services (ts) noted multiple therapy events on the same date. The therapy events were felt to be appropriate. Shocks temporarily converted the patient rhythm; however, the rhythm again started shortly after therapy delivery. Therapy was exhausted in the ventricular fibrillation (vf) zone and the rhythm returned following delivery of the last shock. Ts also noted non-sustained events following the therapy exhausted episode. Review of the presenting rhythm from one month post therapy delivery showed ventricular pacing at 40 beats per minute (bpm) with non-physiologic noise on the rv pace/sense and shock channels. Trends showed no r-waves beyond the date of the therapy delivery episodes and impedance values continued to be abnormal. It was suspected that the patient may be deceased and ts recommended confirming the patient and device status. No adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. Attempts have been made by the patient's following clinic to contact the patient and the patient family; however, no response has been received. If pertinent information is provided in the future, a supplemental report will be submitted.